Event description:
During a laparascopic roux-en-y gastric bypass, a 21 ethicon circular stapler with buttress was used during the creation of a circular anastomosis at the g-j junction. Removal of the circular stapler after creation of the anastomosis proved difficult resulting in the need to separate the stapler components for individual removal. The cartridge portion of the stapler was easily removed. The surgeon was unable to locate the anvil stem for removal. It was deemed necessary to retrieve the anvil through the esophagus. This variation in surgical technique added or time. After removal of the anvil, an intra-operative leak test was performed revealing no leak. The remainder of the surgery was completed as usual. Patient has been discharged and is doing fine.